Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined ghost failure for smart remote manager. A field service engineer manually opened smart remote manager to trigger failure on screen was recover to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager 2 fridges failed. The customer stated that there was a delay in patient medication administration due to failure of about 4 hours. Since medications were accessed from other stations. There was no patient harm as a result of delay. There were no adverse events or injuries reported based on this event.